Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of egm, noise and r wave amplitude variation was observed on the right ventricular lead. T wave oversensing was also observed on the generator but was thought to be due to the lead noise. There were no externalized cables on fluoroscopy. Sensing, threshold and impedance on the lead were all within normal and stable limits although there was still consistent noise. The riata lead was capped and replaced (B)(6) 2018 . The t wave oversensing on the generator resolved following the lead revision. The generator remained implanted. The patient did well. He stayed overnight and was released the following morning after his post operative check.